Event description:
It was reported the patient had turned his system off and quit charging his ipg last year because his pain symptoms improved. The patient recently tried to turn the system back on, but the ipg would not communicate with external devices. Follow up identified the physician replaced the ipg.

Manufacturer narrative:
Evaluation results: the complaint was confirmed. As received, the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. The dfu states "do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy." Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.